Event description:
Philips received a complaint from the customer¿s biomed, reporting that the v60 ventilator was not running from wall power, but only from internal battery. It was then reported that the external power light does not come on when the v60 is plugged into the wall outlet. It was unknown how the issue was found. No patient or user harm reported. Biomed noted that the power supply, and power control board would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The biomed specified that the device would be repaired by a third-party company. Additional attempts were made to contact the third party; however, the contact was unable to find any work orders for the reported issue. It was determined that no repairs had been performed by the third-party company. The original contact that reported the issue was then contacted, but the contact did not respond to any additional follow up attempts. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The customer stated that the power management (pm) printed circuit board assembly (pcba) was replaced, but the problem persisted. It was reported that no led's were illuminating on the front, when ac is connected, and the device does not operate on ac power. The customer stated that they verified that the device has good ac power. The remote service engineer (rse) reviewed the service manual with the customer; however, it was reported that the customer did not have a voltmeter. The rse informed the customer that depending on the troubleshooting results, the device may need a replacement power supply or ac inlet filter. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation and a supplemental report will be submitted.